Manufacturer narrative:
The returned device was evaluated. During evaluation the device started to take a measurement, but then it stopped working. Manipulation of the cable could not get the device to function. The uspo2 is fully potted internally with epoxy, therefore further analysis of this device is not possible through normal disassembly techniques. X-ray investigation revealed potentially frayed or broken wire inside the ch connector of device.

Event description:
It was reported that the spo2 reading was reported to be lower than what it should have been. Additional information received from the customer indicated that there were no incorrect readings displayed, rather, there was intermittent readings. Per the customer, "the spo2 will go from reading a sat to an x on the telemetry monitoring station and continues to cut in and out. We have tried the monitor on several patients, all with the same outcome." There was no patient impact, as the monitor station immediately alerted the user of the issue.